Manufacturer narrative:
Patient information was unavailable. Device lot number and UDI number are unavailable. Concomitant medical products: stealthstation s7 system, system serial number: (B)(4). No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy with the orange navlock tracker during the case. This issue occurred intraoperatively during navigation. An inaccuracy appeared on the navigation system; there was an alleged inaccuracy in the superior direction when using the navlock orange tracker with the probe. The amount of inaccuracy was unknown. It was reported that the inaccuracy was isolated to one instrument, the orange navlock tracker. The site switched to the navlock grey tracker, thus resolving the issue. The site was able to complete the procedure with the use of navigation/imaging after switching to the navlock grey tracker. There was no surgical delay, and there was no impact on patient outcome.

Manufacturer narrative:
Concomitant product: orange navlock tracker, model # 9734259. Device evaluation: a medtronic representative (rep) went to the site to test the equipment. The rep was unable to replicate the reported issue. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.